Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 06/20/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: evaluation revealed no worn symbols were observed. The keypad is intact. All keys are fully responding. Evaluation revealed that there was no contamination. The battery compartment is cracked above and below the bumper pad.